Event description:
The customer reported the system would boot but would not allow fluoroscopic x-ray. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board. The system operates as intended.